Manufacturer narrative:
Complaint investigation: advanta v12 covered stent is a product not commercially available in the USA. It is a product only distributed overseas. Advanta v12 product # 85361, lot # 432842 passed all quality and performance criteria without any non-conformances. The product was then released to the (B)(4) distributor. During a non-conforming product investigation, the sterilization records for lot # 432842 were re-evaluated and it was determined that the average reading at end of humidity dwell was below specifications. The non-conforming product investigation determined that 1 (one) unit of lot # 432842, serial # (B)(4) was located at the distributor in (B)(4) and the remainder of the production lot is at the distributor center in (B)(4). All of the affected lot is within atrium medical control and no product was distributed to an end-consumer. A returned goods authorization (rga) was issued to the distributor to facilitate the product return. The product will be scrapped upon receipt.

Event description:
Reported average reading at end of humidity dwell was below specifications.